Event description:
Implant ruptured. Hospital reported a huge cut in implant. Hospital reported that this is a MFR's defect right breast. Health consequences are additional surgeries and incisions. Reactions to silicone migrating in body. Pt experiences back pain, swollen lymphnodes and has had 2 masses. Pt has potential ruptured left breast at this time.